Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing including impedance calibration testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. The pace/defib engine board was recommended to be replaced as a precaution. The customer declined repair. The device will be returned to the customer labelled as not for clinical use. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.